Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's screen was scratched and was harder to read the screen, the alarming and beeping was not loud enough anymore and the buttons were less responsive and had to push more than once. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.